Event description:
It was reported that the guide wire was inserted without any problems via the introducer needle. Once the catheter was inserted over the guide wire, the wire could not be removed. The catheter had to be removed in its entirety, including the guide wire, and a new attempt (new cvc set) had to be used. The guide wire appears to be kinked or broken at the tip. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), the report of a kinked guide wire was confirmed through complaint investigation, however, the catheter reported as involved in the event was not returned for evaluation. The customer returned one guide wire assembly and a lidstock for analysis. Signs-of-use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire contained an offset coil towards the distal end. This offset resulted in a kink to form. Similarly, the distal j-bend was misshapen. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the catheter as it was not returned for analysis. The kink on the guide wire measured 570mm from the distal weld. The guide wire length measured 601mm, which was within the specification limits of 594mm-606mm per the guide wire product drawing. The kink location and guidewire length were measured via calibrated ruler. The guide wire outer diameter measured 0.792mm via calibrated micrometer, which was within the specification limits of 0.780mm-0.810mm per the guide wire product drawing. Dimensional analysis could not be performed on the actual catheter involved with this complaint as it was not returned. The guide wire was inserted through a lab inventory arrow raulerson syringe and 18ga introducer needle subassembly per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Little to no resistance was encountered as the guide wire passed completely through the subassembly. Per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional analysis could not be performed on the actual catheter involved with this complaint as it was not returned. A manual tug test revealed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined as the catheter involved with this complaint was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the guide wire was inserted without any problems via the introducer needle. Once the catheter was inserted over the guide wire, the wire could not be removed. The catheter had to be removed in its entirety, including the guide wire, and a new attempt (new cvc set) had to be used. The guide wire appears to be kinked or broken at the tip. There was no patient harm or consequence.